Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture and catheter removal difficulty occurred. Vascular access was obtained utilizing contralateral approach. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral vein. An 8.0x40,135cm mustang balloon catheter was advanced and used for plain old balloon angioplasty. The balloon was inflated 18 times at 20 atmospheres on each inflation. There was no visual issue noted to the device prior to use. However, during the 19th inflation at 20 atmospheres, the balloon ruptured after being inflated for 120 seconds. No segment of the balloon was detached inside the patient after it ruptured. The device was attempted to be removed but it was unable to be withdrawn as it was caught by an 8fr introducer sheath. After the hub of the device was cut with scissors, the 8fs sheath was removed from the patient. The physician decided to use a 9fr sheath and removed the proximal portion of the balloon catheter. However, the distal portion of the balloon catheter was not removed using the 9fr sheath and even the physician did attempt to remove it using a 15fr sheath. The procedure was not completed. The patient was sent for surgery to remove the un-retrieved portion of the balloon catheter. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A balloon with a longitudinal and complete circumferential tear was present. The complete circumferential tear was located in the proximal transition zone of the balloon. A section of the balloon material is missing. The distal section of the complete circumferential tear exhibited a longitudinal tear. This tear stretched from the site of the complete circumferential tear and extended distally along the balloon for a total length of 1cm. At the end of the longitudinal tear there was another partial circumferential tear. There were no issues with the markerbands. An examination of the returned device identified that the shaft was dissected at 105.5cm proximal to the tip. The proximal section of the shaft, including the hub was not returned for analysis. The shaft was flattened / stretched. The tip of the device was slightly deformed. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and catheter removal difficulty occurred. Vascular access was obtained utilizing contralateral approach. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral vein. An 8.0x40,135cm mustang balloon catheter was advanced and used for plain old balloon angioplasty. The balloon was inflated 18 times at 20 atmospheres on each inflation. There was no visual issue noted to the device prior to use. However, during the 19th inflation at 20 atmospheres, the balloon ruptured after being inflated for 120 seconds. No segment of the balloon was detached inside the patient after it ruptured. The device was attempted to be removed but it was unable to be withdrawn as it was caught by an 8fr introducer sheath. After the hub of the device was cut with scissors, the 8fs sheath was removed from the patient. The physician decided to use a 9fr sheath and removed the proximal portion of the balloon catheter. However, the distal portion of the balloon catheter was not removed using the 9fr sheath and even the physician did attempt to remove it using a 15fr sheath. The procedure was not completed. The patient was sent for surgery to remove the unretrieved portion of the balloon catheter. No further patient complications were reported and the patient's status was good.